Event description:
Distributor received notification of an accidental radiation occurrence. During system installation the field service engineer connected a thermal printer to the system. At that point the system began making x-rays on its own. Fse was able to diagnose the failure to the x-ray on footswitch. Fse removed all x-ray on switches from the system. Fse sent footswitch to field service repair center for repair and return. Fse tested/inspected and returned system to cuurent specifications. A format corrective action request has been initiated to investigate this issue.